Event description:
It was reported that the console had an s3 alarm. It was noted that a patient was on the system for a brief time. The console was restarted but it still had the alarm active. The patient was moved to a backup system with new console, motor, and flow probe. The new products worked as expected and the patient had no symptoms related to the event.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file that was extracted from the centrimag console during testing. Data from 11apr2024 was reviewed. The system was power cycled multiple times throughout the data, and the pump operated at intended set speeds. Three s3: system fault alarms were observed correlating to flow- and communication-related sub-faults. Due to the alarms, the flow value displayed as 0 lpm while the system was in use; however, the alarms did not prevent the system from operating at intended set speeds. The alarms intermittently cleared and reactivated upon each power cycle. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and was found to perform as intended throughout all testing. Available information for this event indicates that the patient was switched to backup equipment with no symptoms to resolve the event. The root cause of the reported event was unable to be conclusively determined through this analysis. A kink in motor cable that did not affect the functionality of the motor throughout testing was observed. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.